Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead triggered an alert for out-of-range/high bipolar pacing impedance. Additionally, noise and t-wave oversensing (twos) were observed on the rv lead. A lead fracture is suspected. The lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products- model: 6940-52, lead; implanted: (B)(6) 2000. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and variable impedance. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.